Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. A sales representative confirmed the reported symptom. There was no harm or injury reported. Review of the log files confirmed a ventilator inoperative condition has occurred. In addition, an error code related to the charging of the internal battery was observed. The system circuit board and internal battery will be replaced to address the reported issue.